Event description:
The pt reported that on (B) (6) 2010 at 12:00pm, she attempted to bolus and e4 (occlusion) error was displayed. She changed the infusion set and completed the bolus without error. At 7:30pm, her blood glucose measured 400 mg/dl and she bolused through the infusion device. At 11:00pm, her blood glucose measured "hi" on her blood glucose monitor and she injected insulin via pen. She disconnected the infusion set from her body and bolused 20 units of insulin. No insulin dripped from the end of the infusion tubing and no error messages were displayed. Her normal blood glucose level is 130 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.